Event description:
It was reported that a spectrum pump failed to recognize an open door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported device failed to recognize open door was reproduced when the device was powered on. Evaluation found the device to go into a slide clamp alarm when the blue baxter slide clamp was inserted into the keyhole and the door was opened. Evaluation removed the keyhole assembly and observed it to be assembled incorrectly. Evaluation tested the device with a known good keyhole and found the device to function correctly. A review of the event history log (ehl) revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the keyhole assembled incorrectly. The keyhole requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected additional information: h6 type of investigation b24 was added. Additional information: h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "does not recognize open door" was reproduced. A review of the event history log revealed "invalid clamp detected! " messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as does not recognize a loaded slide clamp. The cause of the condition was the faulty keyhole assembly. The keyhole assembly required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.